Manufacturer narrative:
The cause for the false (B)(6) advia centaur xp hbsag test result is unknown. There is no patient sample available for further investigation. The customer considers this an isolated incident. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following:"for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A false (B)(6) advia centaur xp hbsag result was obtained by the customer and was considered discordant when compared to an invalid hbsag confirmatory test result and a (B)(6) hbsag repeat test result. The customer reported a (B)(6) test result due to the (B)(6) hbsag result was greater than the assay upper range limit. The customer confirms all (B)(6) hbsag test results with (B)(6) confirmatory testing. (B)(6) confirmatory testing was performed on the primary sample tube and the result was invalid. The primary sample was diluted and the repeat hbsag confirmatory result was invalid. The primary sample tube was repeated neat for hbsag and the result was (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp hbsag assay result.